Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks for supra ventricular tachycardia (svt) that the device classified as ventricular fibrillation over several months. Reprogramming was performed, and the device remains in use. No further patient complications have been reported as a result of this event.